Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the cardiotocography (ctg) monitor in triage displays "speaker malfunction" message and no audible sound. Whether the device was in clinical use was unknown. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined there was a speaker malfunction inop. It was confirmed that there was no sound. The rse determined the av-fm30 cbl loudspeaker assembly required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker assembly. The reported problem was confirmed. A replacement speaker assembly was shipped to the customer's site to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016; so no UDI is required. E1: reporter institution phone number: (B)(6).